Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair of the subject device at olympus service operation repair center (sorc), it was found that the endoscopic image of the subject device was not displayed on the monitor. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device was returned to sorc. Sorc checked the subject device and found the reported phenomenon, and also found that there was water invasion into the ccd unit in the main body and the inside of the camera cable. Omsc could not review the manufacturing history (DHR) of the subject device because more than fifteen years had passed since the subject device was manufactured and there was no record. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from sorc, omsc surmised that this reported phenomenon was attributed to the water invasion into the ccd unit and the inside of the camera cable, which might be caused by the water invasion into a pinhole on the camera cable. If additional information is received, this report will be supplemented.